Event description:
Customer stated that during an ankle surgery two drops of oil came from the saw and dropped into the pt. Irrigation was performed and the surgeon stated that the there were no further signs of the substance.